Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a communication issue. The iabp would not communicate with nurse monitoring station output slave cable to central monitoring station. They used another iabp unit at this station and that one worked. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the front end board to correct the issue. The stm performed a full calibration and all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a communication issue. The iabp would not communicate with nurse monitoring station output slave cable to central monitoring station. They used another iabp unit at this station and that one worked. There was no harm or injury to patient and no adverse event was reported.